Event description:
During a visit in 2008 by technical support, it was determined that physical flexing/manipulation of the percutaneous lead would induce a transient short to the shield leading to a capacitor voltage out of range alarm. The lead was successfully repaired on-site, and pump performance was not impacted.